Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 leaked and had plunger issues. This occurred on 10 occasions. The following information was provided by the initial reporter: we have had 10 responses so far where practices have encountered the same issues. Difficult to gauge level due to the pale blue hue. Syringes leak. Air bubbles. Flimsy syringe. Difficult to draw up the extra dose (due to leakage). Syringes are not packed into boxes (loosely packed into clinical waste bins).

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2006423. D4: medical device expiration date: 2025-05-31. H4: device manufacture date: 2020-06-09. D4: medical device lot #: 2006425. D4: medical device expiration date: 2025-05-31. H4: device manufacture date: 2020-06-09. H6: investigation summary: a device history record review was completed for provided lot numbers 2006423 and 2006425. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither picture samples nor physical samples were available, a thorough sample analysis could not be completed. Based on the limited investigation, an exact cause related to the manufacturing process could not be determined for the reported incidents. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 leaked and had plunger issues. This occurred on 10 occasions. The following information was provided by the initial reporter: we have had 10 responses so far where practices have encountered the same issues. Difficult to gauge level due to the pale blue hue. Syringes leak. Air bubbles. Flimsy syringe. Difficult to draw up the extra dose (due to leakage). Syringes are not packed into boxes (loosely packed into clinical waste bins).